Manufacturer narrative:
Plant investigation: the actuator test board and functional board were returned to the manufacturer for physical evaluation. The actuator test board and functional boards were investigated and tested individually. For the actuator test board, an exterior inspection revealed ic2 had an internal short. The actuator test board was connected to a test machine and the machine did not power on. For the functional board, an exterior inspection revealed d11 had an internal short and the surrounding area has discoloration. The functional board was connected to the test machine and machine did not power on. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had a burned function board and burned actuator test board. The burned boards were found after the machine was seen giving off smoke and a burning smell shortly after installation. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has approximately 5 hours of use and the burned boards were the original fresenius part on the machine. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the burned boards. A fresenius regional equipment service (res) technician replaced the burned function board and burned actuator test board to resolve the issue and return the machine to service. The burned components were returned to the manufacturer for analysis.